Event description:
It was reported that an ilet user had been operating in bg run mode for several days and, after eating a meal, received an on-device message that insulin delivery had stopped with an instruction to connect to a new continuous glucose monitor (cgm). No reported symptoms. Outcomes included guidance to initiate alternative therapy and to contact a healthcare provider if no backup therapy was available. Investigation included customer education and troubleshooting regarding bg run functionality and duration. Investigation of this case revealed that bg run is a temporary operating mode that expires after a defined period, and the device appropriately ceased automated insulin delivery once the mode expired, consistent with device design and labeling. It was concluded, based on previously established findings for similar reports, that the cause was expected device behavior due to use without a paired cgm beyond the bg run time limit.